Event description:
The surgeon used an endo gia 30 3.5 auto suture instrument to ligate and cut the pelvic tissue during a diagnostic laparoscopy with possible laparoscopic assisted vaginal hysterectomy. While inspecting the suture line, bleeding was noted. The surgeon attempted to control the bleeding laparoscopically. He was insuccessful and opened the vaginal cuff. He was able to stop the bleeding under direct vision. Blood loss was estimated at 200cc. The additional procedure took one-half hour. The laparoscopic procedure was successfully completed and the patient was transferred to pacu in good condition.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.